Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found: a cracked connector and poor water tightness. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that poor color image occurred due to a failure of the charged coupled device that was caused by water immersion from the damaged area on the connector. The event can be prevented by following the instructions for use which state: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was no delay in the procedure.

Event description:
The customer reported to olympus, the camera head had an image problem, and was not connecting. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.